Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07477. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient died.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent bladder dilation on (B)(6) 2008 due to bladder not working. It was reported that the patient underwent mesh revision/ repair in 2009 due to erosion. It was reported that the patient underwent mesh repair on (B)(6) 2013 due to bowel perforation. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced microscopic hematuria and rectocele. The patient also underwent revision surgery on (B)(6) 2015 due to exposure of mesh. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted, concurrently with an anterior colporrhaphy, calibration and dilatation. It was reported that patient underwent bladder dilation on (B)(6) 2008 by dr. (B)(6) at (B)(6) due to bladder not working.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient underwent mesh revision on (B)(6) 2007 due to mesh erosion. The patient underwent mesh revision, concurrently with vaginal and bowel repair on (B)(6) 2012 due to pain and bowel problems. (B)(4).